Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance when filling multiple cartridges. Reportedly, the customer changed the needle and successfully filled the cartridge to address the event. The customer's blood glucose level was 157 mg/dl.